Event description:
Allegedly revised during revision of another component.

Manufacturer narrative:
Conclusion: no device failure. Complaint history reviewed. Device history record reviewed. No complaint stated. Use of device could not be determined.

Event description:
Allegedly revised during revision of another component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Product was not returned. Original surgery was in 2008. Revision date is unknown. Although several attempts have been made, no additional information has been received. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00199, 00200. This event occurred in (B) (6).